Manufacturer narrative:
(B)(4). Date sent: 3/8/2021. H6: component code: packaging (g04094), investigation summary: the er320 product was returned for evaluation along with packaging. Visual inspection and functional testing were conducted on the returned device and upon visual inspection of device and packaging, it was observed that the tyvek from the packaging was damaged and the damage was noted to be from the outside to the inside of packaging. It should be noted that product failure is multifactorial. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information provided is compiled, monitored, and reviewed on a routine basis for any associated trends. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, they found a "micro" hole in the tyvek seal. A new device was used to complete the case with no patient consequences.